Event description:
It was reported that the patient developed an infection with a pus at the lead anchor site. The patient underwent a device explant procedure and was given an intravenous antibiotic. The patient was doing well. The explanted ipg, linear leads and clik anchor were retained in the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 538247. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7108952/7110107.